Event description:
On (B)(6) 2012 a vns treating physician reported that his handheld was not working consistently for the last month. The consultant visited the site to troubleshoot and was unable to interrogate his demo generator with the physician's programming system. Various warning messages that the device could not be interrogated with were received. The consultant observed that the handheld serial cable was frayed, which appeared to be due to the way they had the wand cable and serial cable stored and tied. The consultant advised them not to store them in the manner to avoid future issues. Attempts for the return of the serial cable are underway but it has not been received to date.

Event description:
Additional information was received on (B)(6), 2012 when the serial cable was returned for product analysis. Product analysis was completed on (B)(6), 2012. It was verified that the serial cable was frayed. Visual analysis verified that the outer serial cable insulation was damaged, thus exposing the inner wires. The inner wires were not damaged as a result of the damaged cable and were also insulated. The cause for the damage is associated with mishandling of the cable. No functional anomalies associated with the serial cable were noted during testing.